Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device shredded the skin. It was decided that the item was not in need of repair, but didn¿t function due to the fact of the patient skin being so fragile. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome was not performed as the customer denied the repair. The device was then returned to the customer prior to being routed to post market surveillance for evaluation. Repair of the air dermatome was not performed as the customer denied the repair. The reported event was non-verifiable as the device was not evaluated since the customer denied the repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not evaluated since the customer denied the repair. The device was then returned to the customer prior to being routed to post market surveillance for evaluation. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The investigation is in process. Once it is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device shredded the skin. It was decided that the item was not in need of repair, but didn't function due to the fact of the patient skin being so fragile. There was no harm and delay in the event. The event happened during surgery.